Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hypoglycemic event after announcing a usual lunch and receiving an approximate (B)(4) unit insulin dose, with glucose decreasing to 39 mg/dl about 1.5 hours post-meal; the user treated the low with oral carbohydrates including apple juice and candy and expressed concern about excessive insulin delivery with meal announcements. Symptoms included anxiety and hot flashes/flushes. Outcomes included unexpected medical intervention in the form of medication administration via oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device-related findings due to insufficient information, and no specific device component could be identified beyond insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.